Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. The reported issue was determined to be a result of a use error. The patient at-home guide give the steps that should be followed in disconnecting from the homechoice cycler, which specifically state that a minicap should be placed on the transfer set as soon as it is disconnected from the cycler. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) forgot to bring with the minicaps for after therapy use while traveling. The technical service representative (tsr) advised the hp to get the minicaps from the local hospital and to call the service number in order to put in a request for the emergency supply of minicaps. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.